Event description:
It was reported from united arab emirates (uae) that before surgery, it was observed that the battery reamer/drill device, while on lock mode, started working soon after the battery device was installed. It was further reported that the device started working without any command and was making some noises on lock and forward mode. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. The device was completely dismantled to enable a more in-depth analysis; and liquid in the gear was detected. It was determined that immersing the handpiece in aqueous solutions or in an ultrasonic bath does not comply with instructions for use, thus, possibly had a significant adverse effect on the control unit that resulted the complaint. Furthermore, it was determined that for the device to function properly, it is recommended that the device is cared and maintained after each use according to cleaning and sterilization instructions. Visual assessment was performed on the device and it did not reveal any faults. In addition, maximum speed, power and torque were tested; and the device passed successfully. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.